Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patients experienced hypotension and atrial tachycardia after a steam pop occurred. It was reported that while burning in the left atrium just outside the right vein they had a steam pop, and the patient was stable. They confirmed on intracardiac echocardiography (ice) that there was no pericardial effusion. The patient was in an svt rhythm after the steam pop was noted and the patient's blood pressure dropped, and cardioversion was performed. The patient was shocked at about 200 jolts to cardiovert them back to a normal sinus rhythm and their blood pressure rose to their baseline pressure. They monitored the patient's status. They continued the procedure once they confirmed the patient was stable and in a normal sinus rhythm. They verified with ice at the end of the procedure to check for pericardial effusion and there was not a pericardial effusion. The ablation catheter was discarded. The physician¿s opinion on the cause of this adverse event is that it was due to bwi product malfunction. Intervention provided was pericardial effusion check via ice, immediately after the steam pop, and at the end of the case. Cardioversion was performed and the patient¿s bp rose back to what it was originally. No pericardial effusion observed. The patient outcome of the adverse event is fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. A smartablate generator with sn (B)(4) was used. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.